Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture. Later healthcare professional reported "pain in the breast after trauma" and cyst -both events considered not device related. This record is for an right side. The device remains implanted.